Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture broke easily when it was pulled slightly while sewing the surgical wound. Additionally, the needle bent when sewing. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: could you please clarify if the patient suffer from any sign or consequence due to the issue (breakage suture & bending needle)? Please provide more details. Could you please clarify if the same device that present the breakage suture is the one that got bending needle? Please confirm. What is the produce code? Please provide the alphanumeric lot number: to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).